Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag arm port was replaced.

Event description:
The hospital reported the bag arm hose port broke off. There was no report of patient involvement.